Event description:
It was reported that lead was oversensing and the impedance has decreased since implant. Sensitivity was reprogrammed on (B)(6) 2009. The lead was abandoned and capped on (B)(6) 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.